Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing found the downstream occlusion sensor to be defective. The downstream occlusion sensor was replaced and then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a cassette error. The event occurred during testing. The device evaluation noted a defective downstream occlusion sensor.